Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection was unremarkable. The programmer was found to have a jammed printer due a cut in the printer spool. The damaged part was replaced which resolved the issue. Laboratory analysis confirmed that the damage observed was induced in the field.

Event description:
Boston scientific received information that this programmer overheated. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.